Manufacturer narrative:
The device was returned to zoll; evaluation of the device found that the device was operating to specification. However, the customer was using the device with an electrode connector that was not compatible with the device. The device's software was updated to the correct configuration for the customer to use this electrode connector. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during testing the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.